Event description:
It was reported the pt experienced cardiac issues and was treated with a defibrillator. Follow up info revealed the physician believes the pt suffers from a congenital cardiac issue that had resulted in the pt collapsing, needing emergency medical treatment and hospitalization. The physician does not believe this event was device related. The pt's scs system continues to function as designed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.